Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite colonovideoscope had a defective image and e315 error message (asymmetric scope connection). Upon inspection and testing of the returned loaner device, it was discovered there was corrosion of the scope connector. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of electrical continuity error occurs due to water invasion in the scope connector found during evaluation.

Manufacturer narrative:
The loaner device was returned to olympus. Upon inspection testing of the returned device, it was discovered, the e315 (asymmetric scope connection) occurred due to corrosion of the scope connector. In addition, the tip cover was crushed, the bending section adhesive part was missing, the objective lens adhesion and the lighting lens adhesion were cloudy, the scope connector had liquid leakage, the universal cord was wrinkled, the suction cylinder paint was peeling and the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was also noted, there were scratches on the insertion tube, tip cover, insertion part corrugated tube ore dome, scope connector, side of the universal cord scope connecter, and universal cord. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (e315 and electrical continuity error) was due to a defective image sensor unit or a video connector internal circuit board failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.